Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was dripping on the cartridge chemistry (cc) sample collar wash of the unicel dxc 800 synchron system customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the fluid drips were caused by the syringe coming loose. Bec field service engineer (fse) performed preventive maintenance incase the t valve was faulty. Customer has not contacted bec regarding the loose syringe or further fluid drips after the preventive maintenance.

Manufacturer narrative:
(B)(4).